Event description:
The customer was hospitalized for low blood glucose. Troubleshooting was performed. The insulin concentration and bolus history were correct. Suggested that customer call md to discuss possible causes of low sugar level. The programming did not reveal that the customer overbolused. However, the daily totals shows that the customer had bolused 23.4u the day of their admission. In addition, the customer is taking various medications which may affect glucose levels.